Manufacturer narrative:
On 04/14/2010 - research and development completed the functional test and concluded with the following: "this valve was explanted at implant due to ¿intraprosthetic aortic regurgitation¿, which could not be reproduced by edwards standardized in vitro functional testing. Because no echocardiography was provided, the regurgitation observed in vivo cannot be confirmed. The trf measured was roughly 8 times less than the 10% maximum allowed for a size 23 mm valve per iso(B) (4). The reported unaligned leaflet may be referring to leaflet 2 being slightly lower with respect to leaflet 1. However, the in vitro functional tests demonstrated that this minor mismatch in coaptation between the leaflets had no significant impact on the valve¿s functionality."

Event description:
The customer reported that the unit shut down and alarmed while in use on a patient, and then would not power back on. The customer reported there was no patient harm. At time of service, the manufacturer's service technician was unable to power on the ventilator completely through power on self test. The service technician replaced the cpu pcb board to correct the finding. Extended self testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Evaluation summary: "no inconsistencies detected. The valve will be sent to research and development for functional testing." This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. A copy of the operative report was also received; however, it is not in english. The following notation was made in the operative report: "it seems that one of the leaflet was not of the same height as the other two". The device has been received and evaluated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Through follow-up with the health-care provider, it was learned that the device was explanted due to severe regurgitation. Per the response received from the surgeon, it was noted that the "noncoronary leaflet was malfunctioning."